Event description:
The hospital reported that during a coronary artery bypass procedure, the foot of the ultima opcab system was rigid and difficult to move. The procedure was completed using the same device. There were no pt effects. The lot number is unk. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation; therefore, no eval could be performed. Internal file number - (B)(4).